Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shuts down and resets after 5 min of running. It is unk if the ventilator was connected to a pt or if it audibly alarmed when the reported problem occurred.